Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access was obtained via femoral artery. The 16 x 3mm, totally occluded target lesion containing a lesion bend of >=90 degrees was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00x16mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent moved on balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the tip was slightly flared. The tip od was measured which is within specification. It was noted that the stent had moved distally by 7mm from the most proximal crimp mark on the balloon. It was observed that the shaft polymer extrusion was severely kinked 23mm proximal to the proximal markerband and the guidewire lumen was also damaged at this position. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).